Event description:
It was reported that a 6f angio-seal device was deployed in a patient following a diagnostic procedure. Nine days post-deployment the patient presented in the emergency room complaining of soreness and swelling in the groin area of the procedure and angio-seal implantation. Ultrasound ruled out the presence of infection/abcess. The patient was treated with antibiotics prophylactically. The report states that the patient was recovering without consequences.